Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose at the time of incident was 159 mg/dl and they had slurred speech. The customer used 159 mg/dl for calibration, advised to test blood glucose again and gotten a result of 497 mg/dl. The customer declined troubleshooting. It was unknown whether the auto mode was active on the insulin pump or not. The insulin pump will not be returned for analysis.